Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving an unknown intrathecal drug via an implantable pump for non-malignant pain. It was reported that the patient had been trying to get the pump removed since 2019, because it had been burning (like a laser burn) and had gotten progressively worse. It was noted the pump does shift, it felt like a shift, and the implant site burns like a laser. It was reported the pump was affecting their intestines and now the pump was in the way and they were choking intermittently. The patient was having choking episodes where they had to try to open up their esophagus to un-choke and they could not do the heimlich maneuver because of the pump being there. The patient had all of these other problems that were getting worse and had affected their gastrointestinal tract. It was noted the choking and symptoms had been going on for 6-9 months. The patient had seen a gastroenterologist. The patient was redirected to their healthcare provider to further address the issue. The patient had not had the pump checked for a while and stated their current hcp would not be working with pumps for much longer.